Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Reported event. An event regarding periprosthetic fracture involving an unknown exeter stem was reported. The event was not confirmed.

Event description:
It was reported that the patient's right hip was revised due to a femoral periprosthetic fracture. An exeter stem and v40 alumina head and liner were revised to a restoration modular hip with alumina head. There are no allegations against the head or liner. Rep confirmed that no further information would be released by the hospital or surgeon.